Event description:
It was reported that there were several artifacts noted on the atrial iegm which caused inappropriate mode switch. An insulation anomaly was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.